Event description:
Customer reported receiving a no delivery alarm during prime. It was noted that the there may be a possible connection issue with reservoir and tubing. Customer's blood glucose readings at the time of the call were 170 mg/dl. It was noted that the high and low blood glucose readings occurred after the doctor changed her settings. It was also noted that the blood glucose readings dropped to 49 mg/dl during the call and was treated with juice. Customer's blood glucose readings were 92 mg/dl by the end of the call. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.